Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc meter. The customer obtained a reading of 11.2 mmol/l but felt sweaty, dizzy, had slurred speech, and experienced a loss of consciousness. An ambulance was called and paramedics obtained a reading of 1.1 mmol/l on their meter and provided treatment of oral juice for hypoglycemia. There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant.

Event description:
A customer reported a high reading issue with the adc meter. The customer obtained a reading of 11.2 mmol/l but felt sweaty, dizzy, had slurred speech, and experienced a loss of consciousness. An ambulance was called and paramedics obtained a reading of 1.1 mmol/l on their meter and provided treatment of oral juice for hypoglycemia. There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the strip. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the freestyle strips. No trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the lot number provided by the customer (B)(6) and previously reported to the FDA was not a valid lot number.